Event description:
Note: the date of this event is unknown. Noted this medwatch report describes the first of two events which occurred in the same patient (refer to medwatch #6000146-2007-00034) for details regarding second event). In 2007, it was reported to boston scientific corporation that a procedure to place a polyflex esophageal stent was performed on an adult male patient (age and weight unknown). According to the complainant, "the stent migrated 2 cm below the anastomosis. Leakage was detected with methyl blue and a procedure to reposition this polyflex esophageal stent was scheduled for the same day." Refer to medwatch #6000146-2007-00034 for details regarding the second event.

Manufacturer narrative:
The stent was placed in 2007, but the event date (migration) is unk. The stent remains implanted, the stent delivery system has been discarded; therefore, a device evaluation could not be performed. The relationship between the suspect device and the event cannot be determined. A review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.